Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d10; g3; g6; h1; h2; h6 d10: medical products: item#: 00249004732, threaded pin 3.2 mm diameter 508 mm length; lot#: 64971171 item#: 00249004732, threaded pin 3.2 mm diameter 508 mm length; lot#: 64971171 item#: 47249321010, cmn femoral nail, ccd 125â°, right, ã¸ 10 mm, 21.5 cm; lot#: 3050551 item#: 47248509510, znnâ¿¢, cmn lag screw, ã¸ 10.5 mm, 95 mm, including set screw; lot#: 2959581 item#: 281001175, 3.2x444mm thrd guide pin ste; lot#: oj1aa5a item#: 47248508510, znnâ¿¢, cmn lag screw, ã¸ 10.5 mm, 85 mm, including set screw; lot#: 3020889 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records; neither were provided for the screw. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 00249000351, cephalomedullary lag screw retainer shaft long; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgical procedure while assembling the implant onto the instrument, the implant would not fully engage the instrument.